Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that it was reported that during implantation of the femoral component, the impactor bumper cracked, however there was no surgical delay or patient harm. Per email communication, while disassembling the impactor after the surgery, the bumper completely broke apart into 3 parts. Since no patient harm is being alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A review of the risk management file revealed this failure mode was previously identified. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after tka procedure the journey fem impact bumper lt cracked during implantation of the femoral component, however completely broke apart into 3 parts while disassembling the impactor after the surgery. No delay to procedure. No back up was needed. No injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.